Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two hemopro tissue welders overheated. The cable had not been pre-tested. A fourth hemopro and a new cable were used to complete the procedure. The hospital did not report any pt complications. Two hemopros and one cable are returning.

Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6) 2009. A supplemental report will be submitted when the investigation has been completed, and the final failure analysis has been received. (B) (4)